Event description:
A malfunction was reported on the pump with a displayed malfunction code of malf 5. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer continued using the current pump as a backup to ensure uninterrupted insulin delivery, while a new replacement pump was sent by cts. Technical support provided instructions for storage mode and return procedures, which the customer understood and acknowledged.